Event description:
It was reported to philips that the device requests a password and is locked. There was reportedly no patient involvement.

Manufacturer narrative:
Provided final evaluation information and coding. H3 other text : customer refused quote for service.

Event description:
It was reported to philips that the device requests a password and is locked. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) was not able to evaluate the device since the customer did not indicate accepting the service quote. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.